Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On 10/20/2024, it was reported that the patient experienced a failure to alert after which the patient experienced a hypoglycemic event. The day of the event the patient experienced feeling tired and weak and sat down on the couch to rest. The patient then suddenly had a seizure and was treated with nasal glucagon 3mg by her son. The cgm reading would have been low. The patient alleged that there was no alert sounding at the time of the seizure. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.